Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter fell out of the patient with a burst balloon some time after placement. There were no missing pieces to the balloon.